Event description:
New information noted that the patient presented to the emergency room due to the patient experiencing heart block and was unresponsive. External patches were provided, and the patient was responsive. An interrogation was performed, and it was noted that the lead exhibited failure to capture. It was discovered that the lead moved a little to a different place than previous. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
Correction h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the left ventricular lead exhibited loss of capture in all but one vector. It was noted that the patient had a history of high capture thresholds on the lv lead since 2017 and the lead was reprogrammed at that time as the patient did not want lead replacement performed. No intervention was performed at this time, the physician elected to continue monitoring the patient. The patient was in stable condition.